Event description:
The patient had hip instability due to a leg length discrepancy and the cause is unknown. At about 2 years and 1 month post primary the surgeon revised the medacta head and liner with a new medacta head and liner and revised the medacta cup with a competitor cup. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2024 lot 2113856: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 2026-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved batch review performed on 06 may 2024 on cup: mpact 01.32.150mb double mobility acetabular shell ø50 (k143453) lot. 2111691 lot 2111691: 120 items manufactured and released on 08-mar-2022. Expiration date: 2027-07-27. No anomalies found related to the problem. To date, 110 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 06 may 2024 on liner: mpact dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot. 2118106 lot 2118106: 110 items manufactured and released on 01-feb-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.